Event description:
Patient reported a right side rupture confirmed via MRI. The non-device related event of "malignant neoplasm of breast unknown" was reported. The device has been explanted, replaced and a capsulectomy was performed.

Manufacturer narrative:
Continued h6: f2203. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported a right side rupture confirmed via MRI. The non-device related event of "malignant neoplasm of breast unknown" was reported. The device has been explanted, replaced and a capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). ¿ cancer breast-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed wear abrasion on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported a right side rupture confirmed via MRI. The non-device related event of "malignant neoplasm of breast unknown" was reported. The device has been explanted, replaced and a capsulectomy was performed.